Event description:
It was reported that during a spinal procedure to implant a peek implant, the implant inserter loosened when it was impacted with a mallet. When the inserter loosened, the implant detached early from the inserter. The implant was able to be implanted in a good position this time. No patient complications were reported in this case. .

Manufacturer narrative:
(B)(4): vb replacement implant, implant date: (B)(6) 2010. Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. A review of device history records is not possible at this time without additional device information.